Event description:
The pt was implanted with an itrel neurostimulator in 1998 for failed back surgery syndrome. The pt experienced decreased stimulation after walking through a metal detector at an airport. The device was explanted and returned to the MFR for analysis.